Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension set with removable needleless connectors were blocked during the saline flush. The following information was provided by the initial reporter: "per customer statement, the product appears to be defective. The blue caps that come with the tubing will not flush, you cannot push saline nor draw back on these. They had the same issue out of the same box last week, and currently the IV team just went through 4 packages."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd maxplus¿ pressure rated extension set with removable needleless connectors were blocked during the saline flush. The following information was provided by the initial reporter: "per customer statement, the product appears to be defective. The blue caps that come with the tubing will not flush, you cannot push saline nor draw back on these. They had the same issue out of the same box last week, and currently the IV team just went through 4 packages."

Manufacturer narrative:
H6: investigation summary a complaint of the blue caps not being able to be flushed was received from the customer. No product or photo was returned by the customer. The customer complaint of flow issues/ fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109064 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.